Event description:
The complainant stated when he was performing a preventive maintenance check on the bed, when testing the foot controls on the right siderail, the bed down function would remain activated until the bed up function was activated.

Manufacturer narrative:
The account's maintenance found no apparent damage or fluid. When he switched the bed down optical dust cap with the bed up, the issue moved to the bed up control. The account replaced the right foot control circuit board to repair the bed.